Event description:
It was reported by the service center that during testing, the ventilator turbine did not rotate with an audible alarm. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
The field service center replaced the turbine to correct the reported problem. The turbine was returned and tested by the manufacturer. The turbine impeller was seized to the housing by what appears to be water contamination.